Event description:
It was reported that during a stapled transanal rectal resection procedure, the stapler failed to cut the entire thickness of the tissue and applied malformed staples. Another pph01 was used to finish the case. There were no adverse pt consequences.